Event description:
The doctor was doing an intra-op robot case at levels l3-l5. We placed screws on the right side followed by the left. We also did a check with the verification probe to ensure trajectory and confirmation of screws. Everything looked good thus far. After the placement of screws and rods, we proceeded to take a 2nd spin to confirm screw and rod placements. We then discovered the screw at l4r had shifted a bit lateral of the pedicle.

Manufacturer narrative:
This is being reported for a problem found earlier. Investigation revealed that there was no system malfunction. An investigation of the case logs revealed that there was a merge shift. Excelsiusgps case logs revealed excessive deflection warnings as well as surveillance marker shifts while placing screws. Additionally, excelsius3d case logs revealed that there were periods of instability while the user was taking shots. Instability is likely due to motion between excelsius3d, drb, and the camera which can result in merge shifts. Screws were corrected intraoperatively and there was no recorded adverse effect to the patient. The observed overall risk level is low which matches the observed anticipated risk level. Therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.